Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was 19 mmol/l. Troubleshooting was not provided. The customer was advised to revert to back up plan as per his healthcare provider's instruction. The insulin pump will not return for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error flashing on the lcd display. Failure isolated to electronic stack. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and the displacement test due to critical pump error.